Manufacturer narrative:
Device not returned.

Event description:
Allegedly, the doctor was performing a turp when the cutting electrode loop broke in half and one piece fell into patient. The doctor immediately retrieved the piece and went on to complete the procedure. There was no injury to the patient.